Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the programmer was not functioning. Patient was reporting poor communication. It was reported that the patient changed out the batteries twice. The patient felt stimulation in the morning. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.